Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted into a (B)(6) female pt for rectal cancer chemotherapy via the right subclavian vein under fluoroscopy with prior ultrasound assessment and access site marking of the skin. During the placement procedure, the pt reportedly felt sick. When contract medium was injected from the catheter, leakage into the left mediastinum was allegedly confirmed. CT was performed to check the placement of the catheter. It was reported that subsequent surgical operation found perforation of the superior vena cava. Further details are under investigation.